Manufacturer narrative:
(B) (4). The ge service rep could not reproduce any symptoms or errors with the system. He re-seated workstation boards, checked the power supply and reloaded the system software. The system tests satisfactory at this time.

Event description:
The customer reported that an error code displayed on the system.